Manufacturer narrative:
The table will not allow the image chain to move and keeps stating the image system is misaligned. It also appears to show there is an issue with the monitor arm sensors. Field service engineer (fse) troubleshot and found the transducer amplifier was bad. Fse replaced the pcb, checked for proper operation and returned the unit to the customer for service.

Event description:
Customer reports the system fluoro failed with a misalignment error during an unknown procedure. Staff was able to complete the procedure without fluoro. No reported injury.